Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Additionally, an occlusion alarm occurred. Reportedly, the customer was able to charge the pump with an alternate adapter and the customer changed pump supplies to address the occlusion alarm. Customer¿s blood glucose value was between 130-206 mg/dl. Replacement adapter was sent to the customer.